Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a brief period of dexcom g7 sensor signal loss, and the responsible device for the signal interruption was not identified; the user was educated on bg-run mode and general troubleshooting to mitigate concern about therapy continuity. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included continuation of therapy without interruption and no need for medical intervention or hospitalization. Investigation included user education and standard troubleshooting guidance with monitoring for persistence beyond thirty minutes. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device-related failure.